Manufacturer narrative:
Zoll medical corporation received the activity logs and the device performed to specification. Review of the device activity logs indicated that the algorithm had detected sufficient variability between the qrs complexes and recognized the pattern as a shockable rhythm; result in 2 out of 3 segments returned as shock advised. Therefore, the device issued the shock advised. It is important to mention the user has the capability to operate the device manually. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. This claim has been closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.